Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date the patient had a break in aseptic technique which caused peritonitis manifested by abdominal pain and cloudy effluent. The next day, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated for peritonitis with vancomycin 1g and amikacin 12.5mg (frequencies and routes unknown).on an unreported date, the patient was retrained on proper aseptic technique and was also reminded to wear mask always. No additional information was available at the time of this report.